Manufacturer narrative:
It was reported that the stopcock is breaking. It is connected to the winged piece where the grey cord connects, but when used it will actually break off rendering the kit unusable. It doesn't seem like it is loose upon opening the package, but when trying to connect to it, it breaks off. Did not use product, had to open new one. The transducer stop cock broke on the 3 that we had to open. There were no reports of death, serious injury, medical intervention, or follow up care.

Event description:
Stopcock is breaking.